Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a "force sensor failure." It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the device to be in good condition. The device's event history log was unable to be reviewed due to the black screen and constant alarm problem. To conduct functional testing the device was powered up. Upon review, the reported problem was duplicated. It was determined that the root cause was due to the incomplete upload process by the customer. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.